Manufacturer narrative:
This report is for an unk - nails: tibial/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while inserting a tibial nail advanced the nail would not pass over the reaming rod. It seemed that the hole was blocked perhaps by the poly insert around the proximal screws. The surgeon used a hemostat to adjust the insert and the reaming rod passed through. Procedure was completed successfully without any surgical delay. No patient consequences. Concomitant device reported: unknown poly insert (part# unknown; lot# unknown; quantity: 1). Unknown proximal screws (part# unknown; lot# unknown; quantity; 1). Unknown reaming rod (part# unknown; lot# unknown; quantity; 1). Unknown insertion instrument (part# unknown; lot# unknown; quantity; 1). This report is for one (1) unk - nails: tibial. This is report 1 of 1 for complaint (B)(4).